Event description:
This is filed to report a gripper actuation issue and the clip opening while establishing final arm angle. It was reported that during preparation of a mitraclip xtw, the grippers on the clip did not appear to be symmetrical. Both grippers were able to move up and down, but one could not fall all the way to the clip arm. The gripper lever was latched and the clip was unlocked. After raising and lowering the grippers, they looked better. Establishing final arm angle was checked (efaa) and the clip opened to approximately 60 degrees. The clip was returned to loose neutral, unlocked, and it opened to 60 degrees. This was repeated with the same result. The device was replaced and the procedure was completed. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was confirmed via returned device analysis. The reported difficult single gripper actuation was not confirmed via returned device analysis. Additionally, a deformed and jammed harness was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported clip open during efaa was due to the observed jammed harness. The observed jammed harness was due to the observed harness deformation. The cause of the observed harness deformation and difficult single gripper actuation were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.